Event description:
A malfunction alarm was reported, but there were no noteworthy events preceding the malfunction. The customer's blood glucose level did not exceed 500 mg/dl. Technical support provided instructions on how to reset the pump, assisted with the reset process, and advised the customer to continue using the pump. The customer was informed to contact support if the malfunction recurred, which it did not after the reset.